Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2016-01195 / 01196 & 1825034-2016-01491).

Event description:
It was reported the patient underwent a left total hip arthroplasty in 2000 with unknown products. Subsequently, a revision procedure was performed in 2005 due to unknown reasons. During the procedure, a competitor stem was implanted. It was further reported, a revision procedure was performed on (B)(6) 2014 due to infection. All components were removed and replaced with antibiotic cement spacers. The patient underwent a revision of the antibiotic cement spacers on (B)(6) 2015. A biomet femoral stem and head and a competitor acetabular component were implanted. Following this procedure, wound leakage and delayed wound healing was noted. Subsequently, an aspiration was performed on (B)(6) 2015 and revealed infection. The infection is being treated by antibiotics. The resolution is still pending as the patient was last reported to still be on antibiotics on (B)(6) 2015.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-01195 / 01196). Device remains implanted.

Event description:
It was reported the patient underwent a left hip arthroplasty in 2000 with unknown products. Subsequently, the patient was revised in 2005 due to unknown reasons. A competitor stem was implanted. The patient was further revised on (B)(6) 2014 due to infection. All components were removed and replaced with cement spacers. The patient was reimplanted on(B)(6) 2015 with a (B)(4) stem and head and a competitor acetabular component. Following this procedure, wound leakage was noted. An aspiration was performed and revealed infection. The infection is being treated by antibiotics. The resolution is still pending as the patient was last reported to still be on antibiotics on (B)(6), 2015.